Event description:
As reported, in 2008, this pt presented with traumatic rupture of the aorta and was treated with a gore tag thoracic endoprosthesis. Two days post-procedure, a CT revealed infolding of the device. At approximately one week later, a reintervention occurred where the physician performed add'l ballooning and the infolding was resolved. Pt is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.